Manufacturer narrative:
Based on the initial complaint when first received from the complainant, the event was not considered reportable. However, several more complaints with the same device failure mode of the coil detaching from the guidewire, some requiring medical intervention, has prompted a need for a health hazard evaluation to determine the risk of harm and any field action that may be necessary. Based on the findings of the evaluation, argon is considering all complaints associated with this product issue to be reportable to the FDA as a device malfunction, adverse event, or both. Since this complaint is now captured under the same evaluation and pending corrective action plan as the other complaints received that required medical intervention, it is now considered reportable. CAPA (B)(4) has been initiated to investigate the guidewire detachment issues. The CAPA will document the root causes identified and the corrective actions taken to address the issue. Field action is required, the product will be recalled.

Event description:
Before use, the customer be used to 0.018¿¿ guidewire for shaping, when they during the shaping of guidewire, they found the coil of guidewire was about two centimeter detached.